Event description:
During the atrial fibrillation procedure, the amplifier would not communicate with the dws, so the case was canceled with no harm to the patient. Multiple reboots were attempted, the fiber optic cables were swapped out and the media converter was verified to be working with no resolution. The amplifier continued to flash amber and the case was cancelled.

Manufacturer narrative:
One ensite velocity¿ amplifier was received for evaluation. The communication issue was able to be duplicated by power sequencing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the reported event was confirmed, and the root cause was attributed to the eeprom of the micro-controller board.